Event description:
Toothbrush head falls off - oral-b [device breakage]. Case narrative: male consumer via e-mail stated that the oral-b toothbrush head fell off of the oral-b smart 7 toothbrush. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.